Manufacturer narrative:
The device was explanted and was replaced with another boston scientific ICD. It was noted that the device was returned to the patient after explant, upon the patient's request. There were no allegations against the device by the physician at the device replacement procedure. The device will not be returned, so clinical observations cannot be confirmed.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited a monitoring voltage of 2.57v with a charge time of 15.6 seconds. Technical services discussed the mid-life display of replacement indicators advisory and recommended normal, three month follow ups. It was discussed that 18.9 seconds would trigger elective replacement indicator (eri) battery status. Eri was not yet declared. Boston scientific received new information four months later that the device had declared eri with a monitoring voltage of 2.54v and a charge time of 21 seconds. The device appeared to be exhibiting the advisory behavior of early eri due to long charge times.